Event description:
It was reported that the patient received shocks due to noise on the lead. Fluoro image was inconclusive. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.